Event description:
It was reported that the user experienced hyperglycemia after the cartridge ran out overnight, and customer care guided a full infusion set and cartridge change on a cd steel 23 inch 6 mm set, including rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill, after which insulin delivery resumed and blood glucose decreased from 350 to 304 and later to 138. Symptoms included elevated blood glucose. Outcomes included recovery without hospitalization. Investigation included troubleshooting and user education with step-by-step replacement of the infusion set and cartridge. Investigation of this case revealed no reproducible device malfunction, and the event was consistent with hyperglycemia due to interrupted insulin delivery from an empty cartridge, which resolved after supply change and proper priming. It was concluded, based on previously established findings for similar reports, that the cause was unclear beyond supply depletion and subsequent restoration of delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.